Manufacturer narrative:
The platform was returned to zoll on 05/15/2015 for investigation, not 05/14/2015. Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and no physical damages were noted. The autopulse platform underwent initial functional testing with no faults or errors exhibited. The platform also underwent and passed load cell characterization testing. The reported complaints of a user advisory (ua) 17 (max motor on time exceeded during active operation) and ua 45 (not at "home" position after power-on/restart) were not replicated during functional testing. A review of the platform's archive data was performed and found multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) and ua 45 codes on the reported event date of (B)(6) 2015. Per the autopulse® maintenance guide (p/n 11653-001), ua 7 is exhibited when the platform detects that the patient is not properly centered. Ua 45 is most commonly exhibited when the lifeband straps are not fully extended before pressing start. Based on the investigation, no parts were identified for replacement. The platform underwent and passed all final functional testing. In summary, the reported complaint of the platform exhibiting a ua 45 was confirmed through review of the platform's archive data. The root cause of the ua 45 was determined to be the lifeband not being properly pulled up before pressing "start" on the platform. The reported complaint of the platform exhibiting a ua 17 was not confirmed, as there were no records of a ua 17 on the reported event date and the ua was not duplicated during functional testing of the returned platform. A root cause for the reported ua 17 could not be determined. Review of the platform's archive data found a ua 7 on the reported event date. However, the ua 7 was unrelated to the reported complaints. There were no device deficiencies found during functional testing which could have caused or contributed to the ua 7. Specifically, a load cell characterization test was performed, which confirmed that both load cells were functioning within specification. The platform's archive data revealed that the load imbalance between the left and right sides of the load cells was more than 20 lbs, which suggests that the patient may have been improperly placed on the platform or that there may have been movement of the patient or the platform. The autopulse is designed to exhibit ua's to prevent patient harm. Following service, the platform passed all final functional testing criteria.

Event description:
During use on an (B)(6) year old male patient in cardiac arrest, the autopulse platform displayed a "realign patient" message followed by user advisory (ua) 17 (max motor on time exceeded during active operation) and ua 45 (not at "home" position after power-on/restart). Patient's weight is unknown. Customer restarted the platform but the messages did not clear. They then reverted to manual CPR. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer also reported that after the reported patient event, the platform was taken back to the station and tested with a mannequin. Testing with a mannequin produced the same issues of ua 17 and ua 45. However, during the customer's call with zoll technical support, the platform functioned as intended when the customer was asked to place a mannequin on the platform. The autopulse platform in complaint was returned to zoll for investigation 05/14/2015. However, investigation is still in progress. A supplemental report will be filed when investigation is completed.